Event description:
On (B)(6) 2023, at a hospital in (B)(6), it was reported that supercath5 safety i.v. Catheter was found to be fractured by the confirmation of the device because of the leakage of medical solution from the device during an infusion. The fractured portion was surgically removed from the patient's body. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The device involved in the event was returned. During the inspection of the returned equipment, the damaged part of the catheter was magnified and examined, and the damaged scratches were confirmed to be caused by contact with sharp blades or other tools. Therefore, the manufacturing process of the catheters was further checked and it was confirmed that there was no manufacturing process using tools such as sharp blades, etc., and that there was no manufacturing record of visual inspection of the product in question, as the scratches, etc., were confirmed during visual inspection of the catheters. Judging from this examination, a possible cause of this fracture is that a sharp edge such as a knife came into contact with the catheter during the procedure. Lot#: 20c25k2.